Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they had been trying to charge their implanted neurostimulator since 9:30 this morning, but they had only gotten up to 70% and the controller had dropped from 100% to 60%. Patient said they always make sure the controller is at 100% before they try to charge. Patient stated since day one of this new implant, they have had charging issues because they keep seeing poor recharge quality even without moving, and it takes 2.5 hours of sitting still to recharge. Patient stated they can never recharge past 60% or 70%. Patient stated they have to recharge daily, and it takes so long due to poor quality. Patient mentioned they had reset the controller in the past with their medtronic representative, (last name asked, unknown), but that did not resolve the issue. Patient confirmed there were no damages, bends, or kinks in the recharger cord. Patient said sometimes the recharger paddle would get extremely warm 2-3 times. Patient stated their paddle was sweaty from trying to recharge on the call, because their rep told them to put the paddle directly on the skin. Agent reviewed best practices for recharging implant. Patient stated in order to get recharging excellent, they need to stand, but they cannot stand for 3 hours, and whenever they sit, the quality goes to poor. Agent had patient reset controller and start charging session of implant. Patient reported recharging excellent, then immediately when they tried to sit, it went to poor quality. The issue was not resolved. A request was sent to the repair department to replace the recharger. Agent reviewed with patient to follow up with their healthcare provider/representative if the replacement does not resolve their issue. Caller confirmed issue began almost right near the start of the implant, maybe two weeks later at their follow up appointment, when they got their staples removed. Patient stated that this implant feels deeper in the incision pocket, and that the nurses assistant who did their staples made a large mark. Patient stated they have the belt on tightly, but they have to push hard into their skin to feel the implant now. Patient mentioned historical information regarding their old implant from 2018, stating that towards the end of its life it stopped recharging due to weight loss. Patient stated they lost 75-80 lbs, so they got a replacement implanted battery.

Manufacturer narrative:
97755-s, sn (B)(6) was returned for product analysis. Analysis found no issues with finding or charging ins. No anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.